Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead exhibited a rise in pacing impedance measurements from the 500 ohm to 600 ohm range, as well as a dramatic increase in pacing thresholds and a large drop in r-wave sensing. The physician believed that this may have been due to an lv lead fracture. The possibility of infarcted tissue causing these changes was also discussed.

Manufacturer narrative:
This lv lead was successfully replaced with another boston scientific lv lead, and a request has been made to have it returned for analysis. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information is received, or if this lv lead is returned for analysis.

Manufacturer narrative:
Correction: this lv lead was replaced with a competitive lv lead. To date, this explanted lv lead has not been returned for analysis. This event will be updated if any additional information becomes available.